Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, they discovered a small hole in the arterial lumen and blood was oozing out of the hole. They have to place the clamp below the site where the hole was found. It was also stated that, the hole was approximately 2 centimeters. They have to reassess the catheter to perform the repair, but it was too close to the hub. Double side clamps were applied below the hole and the catheter was dressed. The catheter was removed and replaced in interventional radiology. There were a catheter leak and tego was utilized. There was no luer adapter issue and they have used a saline to clean the device. There was no patient injury.